Manufacturer narrative:
Since the device is not being returned, evaluation for a malfunction is not possible. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) female patient. Medical history included high blood pressure and high cholesterol. Concomitant medications included an unknown medication for high blood pressure and metformin for unknown indication. The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) injections (humalog mix25 100iu/ml) from cartridge via a reusable pen (humapen ergo ii), 8 units in the morning and 9 units in the evening, subcutaneously, for the treatment of diabetes mellitus, beginning in 2011. In 2014, a reusable pen humapen luxura, burgundy, was started, on an unknown date, while on insulin lispro protamine suspension 75%/ insulin lispro 25% therapy, he experienced high blood sugar due to an improper diet and was hospitalized to regulate blood sugar levels, thorough medical check-up ((B)(4), lot num: unknown). In 2015, humapen luxura, burgundy, was replaced. In jul-2016, insulin lispro protamine suspension 75%/ insulin lispro 25% leaked out of the needle of humapen luxura, burgundy, and she missed insulin lispro protamine suspension 75%/ insulin lispro 25% dose ((B)(4), lot num: 1110b01). Recent to (B)(6) 2016, her blood sugar control was unstable, fasting blood glucose was 5.8 - 6 (no units provided); measured in a hospital (as outpatient), fasting glucose was 7- 8 (no units provided) and postprandial blood sugar was 8-9 (no units provided). On an unknown date, she increased the insulin lispro protamine suspension 75%/ insulin lispro 25% dose to 9 units in the morning and 10 units each evening. Information regarding hospitalization details, laboratory examination findings, outcome of the events and additional corrective treatments was not reported. Insulin lispro protamine suspension 75%/ insulin lispro 25% was continued. The user of the humapen luxura, burgundy and humapen ergo ii was the patient and her training status was provided. The first humapen luxura, burgundy model was used since 2014 to unknown date and second humapen luxura, burgundy duration of use was not reported, but it was used from 2015. The return of the first humapen luxura, burgundy was not expected. The use of the second suspect humapen luxura, burgundy was continued. The reporting consumer did not know whether the events were related to insulin lispro protamine suspension 75%/ insulin lispro 25% therapy and did not provide an assessment of relatedness between the events and humapen luxura, burgundy. This case is cross-referenced with case (B)(4). No follow up will be requested since reporter refused to provide more information. Edit 28-jul-2016: upon internal review the cross-reference paragraph was added. No other change was made to case. Edit 02-aug-2016:(B)(4) were received on 15-jul-2016. Pc processed and added to narrative. Updated device from humapen unknown to two humapen ergo ii and two humapen luxura, burgundy. Updated narrative accordingly edit 03aug2016. Case was opened to enter medwatch and update the european/canadian device fields for device mailing. No new information.

Manufacturer narrative:
Evaluation summary: a female patient reported that she felt insulin was not being injected when using her humapen luxura device. She experienced increased blood glucose levels. The device was not returned for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use.

Event description:
Lilly case ID: (B)(6). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) chinese female patient. Medical history included high blood pressure and high cholesterol. Concomitant medications included an unknown medication for high blood pressure and metformin for unknown indication. The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) injections (humalog mix25 100iu/ml) from cartridge via a reusable pen (humapen ergo ii), 8 units in the morning and 9 units in the evening, subcutaneously, for the treatment of diabetes mellitus, beginning in 2011. In 2014, a reusable pen humapen luxura, burgundy, was started, on an unknown date, while on insulin lispro protamine suspension 75%/ insulin lispro 25% therapy, he experienced high blood sugar due to an improper diet and was hospitalized to regulate blood sugar levels, thorough medical check-up ((B)(4), lot number: unknown). In 2015, humapen luxura, burgundy, was replaced. In (B)(6) 2016, insulin lispro protamine suspension 75%/ insulin lispro 25% leaked out of the needle of humapen luxura, burgundy, and she missed insulin lispro protamine suspension 75%/ insulin lispro 25% dose ((B)(4), lot number: 1110b01). Recent to (B)(6) 2016, her blood sugar control was unstable, fasting blood glucose was 5.8 - 6 (no units provided); measured in a hospital (as outpatient), fasting glucose was 7- 8 (no units provided) and postprandial blood sugar was 8-9 (no units provided). On an unknown date, she increased the insulin lispro protamine suspension 75%/ insulin lispro 25% dose to 9 units in the morning and 10 units each evening. Information regarding hospitalization details, laboratory examination findings, outcome of the events and additional corrective treatments was not reported. Insulin lispro protamine suspension 75%/ insulin lispro 25% was continued. The user of the humapen luxura, burgundy and humapen ergo ii was the patient and her training status was provided. The first humapen luxura, burgundy model was used since 2014 to unknown date and second humapen luxura, burgundy duration of use was not reported, but it was used from 2015. The return of the first humapen luxura, burgundy was not expected. The use of the second suspect humapen luxura, burgundy was continued. The reporting consumer did not know whether the events were related to insulin lispro protamine suspension 75%/ insulin lispro 25% therapy and did not provide an assessment of relatedness between the events and humapen luxura, burgundy. This case is cross-referenced with case (B)(6). No follow up will be requested since reporter refused to provide more information. Edit 28-jul-2016: upon internal review the cross-reference paragraph was added. No other change was made to case. Edit 02-aug-2016:product complaints (B)(4) were received on 15-jul-2016. Pc processed and added to narrative. Updated device from humapen unknown to two humapen ergo ii and two humapen luxura, burgundy. Updated narrative accordingly edit 03-aug-2016. Case was opened to enter medwatch and update the european/canadian device fields for device mailing. No new information. Edit 12-aug-2016: information received from the rcp on 18-jul-2016. Product complaint reference numbers were already processed. No adverse event information was received. Update 23aug2016. Additional information received 22aug2016 from the product complaint safety database. To the first hp luxura device tab added, added the device specific safety summary (dsss), updated the european and canadian (EU/ca) device information, updated the device medwatch information, and the narrative was updated accordingly. Case unlocked to enter medically significant date for the device.